Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone c all that the customer had very low audio from the pump. The customer was assisted with troubleshooting and could not hear the difference between the beep volume being set at 1 and at 5. The customer was advised the pump will need to be replaced and to revert to the back up plan. The insulin pump will not be returned for analysis.